Event description:
Procedure: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Boston scientific pinnacle and american medical systems in-fast ultra transvaginal sling were reported to be used/implanted during this procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: bladder neck obstruction, grade 2 urinary stress incontinence with grade 2 cystocele and severe overactive bladder. Procedure (s) performed were urethrolysis, influence transvaginal sling utilizing pelvic tissue matrix with a pinnacle anterior colposuspension, sacrospinous vault suspension. Complications post pelvicol placement - in 2010 - grade 2, type iii urinary stress incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per additional information received , reason for mesh implantation: bladder neck obstruction, grade 2 urinary stress incontinence with grade 2 cystocele and severe overactive bladder. Procedure (s) performed: urethrolysis, influence transvaginal sling utilizing pelvic tissue matrix with a pinnacle anterior colposuspension, sacrospinous vault suspension. Complications post pelvicol placement: 2010 - grade 2, type iii urinary stress incontinence. (Indirect information taken from preoperative diagnosis of the operative report).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.